Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed ventricular beats at the ra lead channel, but they were not sensed, also there is another extra signal that is not sensed. Also at some times, there was under sensing observed of what looks like a real atrial beat. Isometrics and pocket analysis was suggested to determine if there was a ra lead issue. The ra lead and pacemaker remain in service at this time. No adverse patient effects were reported. Additional information was received mentioning that the automatic gain control feature was reprogrammed for the ra lead.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed ventricular beats at the ra lead channel, but they were not sensed, also there is another extra signal that is not sensed. Also at some times, there was under sensing observed of what looks like a real atrial beat. Isometrics and pocket analysis was suggested to determine if there was a ra lead issue. The ra lead and pacemaker remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.